Event description:
It was reported to resmed that a patient on CPAP therapy was diagnosed with a scratched cornea that required steroid antibiotics for treatment. The scratched cornea is believed to be related to mask use.

Manufacturer narrative:
Based on resmed's interview with the initial reporter, the patient was not clear how the eye injury occurred. The patient did not recall any movement in their sleeping pattern that may have caused the mask to move into their eye area. The mask has not been returned for an evaluation. Resmed has requested the mask be returned so then an engineering evaluation could be performed. There was no report of permanent injury relating to the event.